Event description:
This is one of two reports which involve the same patient. The patient had very calcified lesion in a tortuous area of the right coronary artery. The proximal end of lesion dilated.an attempt to rotoblate with 1.5 burr was unsuccessful (see other report). Therefore, a 2.0mm burr was used with success on the proximal lesion. The burr was directed down to a more distal lesion, although still in the more proximal end of the vessel.there was no deceleration of the burr, but the burr then suddenly stopped, and became lodged in the calcified area of the vessel.the burr would not come out by just pulling on it. Attempts to retract the burr were unsuccessful, despite numerous techniques and prolonged effort.the patient was then transferred to the or for surgery to tried to remove. The burr was left in the patient by surgeons. The burr and advancer were held by surgical team.